Event description:
It was reported that the patient presented with hydrocephalus and high pressure, not related to the vns device, that needed emergency surgery. It was noted while the patient was in the hospital that there were fluctuations in the patient's heart rate. The patient's baseline was usually over 100 but with vns stimulation would drop to around 70-80. The device was disabled due to this issue and the patient's heart rate was stated to stabilize. The physician stated the patient's device would be left disabled until the acute neurological issues resolved. No additional relevant information has been received to date.